Event description:
The ds2adv auto CPAP device was sent to a third-party service center for evaluation. During the evaluation of the device at the third-party service center, the customer's complaint was confirmed. The device failed in evaluation due to the system board has functional failure. The technician recommends changing the system board due to error 84 according to the service manual. In addition, the following was observed: burned blower, heater plate functional failure, reusable pollen filter - by service, auto CPAP adv w/moden functional failure, blower box, blower outlet seal/isol , iso port, inlet/outlet seal with contamination, warning label adv auto CPAP is damaged. The technician also confirmed the present of either mold, fungus or water and also dust. Firmware upgraded to v1.0.7.439. The device was not repaired. The affected components will be sent to the product investigation lab (pil).

Manufacturer narrative:
The manufacturer previously reported information in relation to the ds2adv auto CPAP device that was sent to a third-party service center for evaluation. During the evaluation of the device at the third-party service center, the customer's complaint was confirmed. The device failed in evaluation due to the system board has functional failure. The technician recommends changing the system board due to error 84 according to the service manual.in addition, the following was observed: burned blower, heater plate functional failure, reusable pollen filter - by service, auto CPAP adv w/moden functional failure, blower box, blower outlet seal/isol , iso port, inlet/outlet seal with contamination, warning label adv auto CPAP is damaged. The technician also confirmed the present of either mold, fungus or water and also dust. Firmware upgraded to v1.0.7.439. The device was not repaired. The affected components will be sent to the product investigation lab (pil). During the evaluation of the device, pil observed the following: iso port had dust-like contamination in it, iso (international organization for standardization) port had potential mineral deposits in it indicating possible water ingress, heater plate had white dust-like contamination on and under it, potential mineral deposits on the heater plate. Inlet/outlet seal had dark contamination on it, unknown dust-like contamination around the ui (user interface) button and top enclosure, potential mineral deposits on bottom of the blower motor indicate possible water ingress, dust-like contamination on the blower motor, unknown dark contamination inside the blower motor. Unknown dark contamination inside the blower box, potential mineral deposits inside the blower box indicate possible water ingress, dust-like contamination in the bottom enclosure. Dust-like and contamination on the heater plate spring and on the bottom enclosure under the heater plate spring. The source of contamination was most likely external to the device. Pil was not able to confirm the complaint of service message.

Manufacturer narrative:
On previously submitted report box h was incorrect, in this report box h has been updated/corrected. The reported failure of thermal issue is accommodated in the product risk management file as being linked to hazard with description fire, flame, smoke. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no further indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures. DHR review was performed for the complaint device serial number (B)(6), review confirms that the device met the final acceptance criteria and was released for final distribution.